Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the quality controls were within the acceptable ranges. The discordant, falsely elevated result was an isolated event. A siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that the customer spun the sample for 5 minutes, which is shorter than the time recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely elevated ltni result on one patient sample was related to a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The patient was admitted to the hospital due to the reported result. A new sample was obtained from the patient in the hospital and was tested on an unknown instrument, resulting lower. The laboratory repeated the original sample, also resulting lower. Another new sample was obtained from the patient, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.